Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via intrathecal drug delivery pump. The dose was reported as "between three and four" and "375 point something". The indications for use of the pump were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump had been beeping for four to five years. The pump did not have any more baclofen in it and had been inactive for five years. The patient was discharged from his doctor over five years earlier, because he missed three appointments. As of (B)(6) 2016, the patient did not have a healthcare provider (hcp). The patient was provided a listing of hcps who handle the manufacturer's pump; however, the listings provided turned the patient down, and the patient could not get a referral. The patient wanted the pump turned off because it was causing twitching in his finger, and he dropped stuff a lot. It was stated that the patient was "getting ready to cut the pump out or kill himself or something". The patient wanted assistance from the manufacturer with cutting the pump off or disabling the alarm. It was indicated that the patient was considering going to (B)(6) to get the pump replaced.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient was referred to a healthcare provider (hcp), but he was not accepted since he was discharged from his practice in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.